Manufacturer narrative:
Integra has completed their internal investigation on 11/25/2015 . The investigation included: methods: evaluation of actual device; review of device history records; review of complaints history. Results: the customer complaint was verified. DHR was reviewed for cam02 monitor serial number (B)(4). Date of manufacture: 2015 ¿ feb. No non-conformance reports were raised during the manufacturing process for this console. All the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. During the time period ¿aug 2014 to aug 2015¿, the quantity of complaints over the review period with the key word identified in the complaint review (B)(4). Conclusion: the root cause of error code e1057 was verified as the cam02 monitor was powered on with a low level charged battery. The cam02 monitor was verified as performing to specification.

Event description:
System power board failure (error code) e1057) was reported. Add'l info received from the customer on (B)(6) 2015: the device had never been used on a patient. The problem was discovered during inspection & orientation on the device on (B)(6) 2015.